Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report recurrent mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat grade 4 mixed mr. One clip was deployed successfully reducing mr grade to <1. One day post-procedure, transthoracic echocardiogram (tte) was performed and the mr grade had increased to 3+. The patient was discharged home and the plan is to have the patient come back in february to evaluate mr with a transesophageal echocardiogram (tee). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to the challenging patient anatomy, specifically the tethered posterior leaflet. The reported patient effect of mr is due to slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: an alfieri stitch was in place prior to the index procedure, tethering the posterior leaflet. On (B)(6) 2018, an echocardiogram was performed, which noted that the deployed clip was only attached to the anterior leaflet (single leaflet device attachment (slda). The detachment from the posterior leaflet was thought to be caused by the tethered leaflet. On (B)(6) 2018, the patient underwent another mitraclip procedure to treat the slda. No additional information was provided.